Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provide.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it exhibited high thresholds due to a dislodgement, while repositioning the lead also exhibited helix extension issues. No additional adverse patient effects were reported.